Event description:
It was reported that the right ventricular (rv) lead exhibited an out of range impedance measurement of 3000 ohms. The previous day the impedance measurement had been 410 ohms. Subsequent measurements were also all within the 400 ohm impedance range. Boston scientific technical services (ts) discussed troubleshooting options. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).